Event description:
It was reported that technical services (ts) was contacted to assist the health care professional (hcp) in programming this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) protection mode. During the review, it was noted that this ICD delivered what appeared to be two inappropriate shocks due to electromagnetic interference (emi) during a procedure the patient received in the shoulder. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.